Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (36 mg/ml at 8.0096 mg/day) and another unknown drug (22.5 mg/ml at 5.006 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the catheter was kinked by a surgeon during an unrelated spinal surgery. The representative was on the way to the case to repair the catheter. During the repair the surgeon "dug" for 45 minutes for the spinal segment of the catheter but was unable to find it. The pump segment was tied off on (B)(6) 2019 with the intention of going back in the next day to find the spinal segment. The next day the existing spinal segment was abandoned in-vivo and a new segment was implanted and connected to the pump segment. The catheter was cleared afterwards through the catheter access port. A dye study was performed as well and the dye was cleared with saline. The patient's weight was provided. No patient symptoms were reported. No further complications were reported.